Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the tubing placement, during the promotion of the intestinal tube, the patient suffered a minor injury to the stomach wall with minor bleeding. There were 2 clips placed in the area of the injury to treat the bleeding, and the intestinal tube was promoted normally. It was reported that the patient was hospitalized following the pegj placement. On an unknown date, it was reported that the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Intestinal wall injury is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Additional data in b5 and h6. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a pegj tube placement.

Event description:
On 11 may 2022, it was reported following the tubing placement, that the patient had a CT scan which revealed "air in the abdomen". It was reported that the "cause of the gas escape in the abdomen was not found yet, it was probably occurred during the gastroscopy".